Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 749 mg/dl and ketones that were identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.